Event description:
It was reported by svc report that the rod side hydraulic hose and cap side hydraulic hose fitting are leaking. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Rod side hydraulic hose and cap side hydraulic hose fittings.